Event description:
It was reported that during the procedure to post-dilate a moderately calcified lesion in the non-heavily tortuous proximal left anterior descending coronary artery, a 3.0x12 voyager nc balloon dilatation catheter (bdc) was advanced against resistance, then the balloon was inflated; however, during inflation, the balloon ruptured at 14 atmospheres. The bdc was withdrawn from the anatomy without resistance or force and post-dilatation was successfully completed using a non-abbott bdc. No other procedural issues were noted. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. Evaluation summary: the complaint device was returned and analyzed. The reported balloon rupture was confirmed and was likely due to an interaction with the lesion/stent. The reported resistance could not be replicated in a return testing environment as it appeared to be related to the case circumstances. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Return analysis does not indicate a product quality deficiency. It should be noted that the voyager nc instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed and the analysis of the return, there is no indication of a product deficiency; therefore, no corrective action is required.